Event description:
It was reported that during a da vinci hysterectomy procedure, the cables on the fenestrated bipolar forceps instrument were frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub was frayed. There was no damage found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: the edge of the distal pulley had an indentation and the surface of the pulley had visible scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.